Manufacturer narrative:
The customer reported that the system laser port 2 was low. Further information indicates the reported event occurred during surgery with no harm to the patient. The company representative examined the system and was not able to replicate the reported event. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on april 25, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported experiencing low laser output during a procedure. Additional information has been requested.